Manufacturer narrative:
Returned device was received in good physical condition however, the device had a cracked lcd lens. During the evaluation of the device, the issue was able to be replicated be analysts. The device was found to have a bolus port obstructed and error code 44510 on the screen display. It was determined that the lemo rdc connector had a pin stuck inside the bolus. This was the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's bolis port was obstructed and the pump had an error code 44510. There was no reported adverse event.